Event description:
On (B)(6) 2012, the patient was to be implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, a contralateral leg component catheter (pxc201400/10145683) was inserted into the patient; however, significant resistance was felt while pulling the deployment line. The physician was able to pull the deployment line out a couple of inches. The line was pulled again with greater force, but with no result. The catheter was withdrawn and set aside in favor of a new contralateral leg component. The procedure was completed as planned without any further complications, and the patient tolerated the procedure. The device in question has been returned to gore for evaluation.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met pre-release specifications. An engineering evaluation is currently in progress.